Manufacturer narrative:
Exemption e2015054. (B)(4). (B)(4) complaint was received during this report period. It showed no evidence of any device-related fault. The device was labeled for single use. The device was not reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes "1" malfunctioned event which are associated with problems introducing or inserting the device, even if the user is operating the device in accordance with the instructions for use or labeling. Patient information was not confirmed for this event.